Event description:
While rejecting the sensor for the dexcom g7 continuously glucose system needle was broken off under the skin and resulted in premature failure of a brand-new sensor device. This resulted in a lease 5 or 6 brand new sensors received from ccs medical devices. The new sensors also included a label state distribution to patients with government payers only. Ref reports: mw5172140, mw5172141, mw5172142, mw5172143. Pt code: 4582. Device code: 1069.